Event description:
A cryoablation procedure was performed using the arctic front catheter and the flexcath steerable sheath (catheter introducer). After the insertion of the catheter into the sheath, the side port of the sheath was aspirated multiple times and air was observed in the syringe. The sheath was replaced with a new flexcath sheath and the procedure was completed. No adverse event occurred.

Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The reported issue was confirmed through testing. Dissection showed that there was a leak through the pull wire connection to the shaft.